Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The catheter was returned for evaluation. The polymer jacket proximal to the catheter tip was partially peeled off and intermittent scratches were observed on the polymer surface. No other damage was observed on the returned catheter. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the catheter surface was scratched most likely by the calcified lesion so that the polymer jacket was partially peeled off. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some fragment(s) of the polymer jacket might be left in the vasculature. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesions; and, [malfunction and adverse effects] damage.

Event description:
It was reported that the surface of an asahi catheter was roughened during a ppi to treat a severely calcified cto in the superficial femoral artery. The physician felt something wrong during catheter manipulation and pulled it out the anatomy when the polymer surface of the catheter was found roughened. No particular treatment was taken against the catheter damage. A new catheter was replaced to resume the ppi. The procedure was successfully completed. The patient was fine without problem after the ppi and discharged home.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.